Event description:
On (B)(6) 2013, at maquet medical system service, (B)(4) during the initial receipt and testing of a new cardiohelp unit (article number 701048012; serial number (B)(4)), the technician received a "battery 2 needs service" error after battery calibration during pm testing. The service technician cleared and fixed the unit and made it available for use in the field. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).